Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: visual investigation highlights residual ha on the proximal stem, in line with the revision cause stated by the surgeon.

Manufacturer narrative:
Batch review performed on 18-dec-2019. Lot 155236: (B)(4) items manufactured and released on 07-mar-2016. Expiration date: 21.02.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by r&d project manager femoral stem shows ha residual in central and proximal part of the stem. Neck taper with sign of revision. Clinical evaluation performed by medical affairs manager. Partial hip revision surgery (femoral component) performed 3 years after primary cementless total hip arthroplasty. No information concerning patient age, general health status and comorbidities is available. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed 2 years after primary due to stem loosening.